Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead inappropriately shocked the patient due to t-wave oversensing (twos). The lead was reprogrammed and remains in use. It was further reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to detecting atrial fibrillation (af) with rapid ventricular response (rvr) as a fast ventricular tachycardia (fvt) episode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.